Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a user feels that the arctic sun device was not reading the patients temperature accurately therefore medical engineering have asked for to attend to look at the device, representative went into customer and confirmed unit was fault. Per review of wo on 14may2025, device was used on patient. Patient was transferred onto another device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a user feels that the arctic sun device was not reading the patients temperature accurately therefore medical engineering have asked for to attend to look at the device, representative went into customer and confirmed unit was fault. Per review of wo on 14may2025, device was used on patient. Patient was transferred onto another device.